Event description:
Retrospective review of ECG related to device use during study indicates on-off button accidentally pressed during deployment.

Manufacturer narrative:
Explanation of device codes used: method: data in device memory reviewed. Conclusions: report is being filed, as it cannot be concluded that recurrence would not result in delay of therapy.